Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The weight and seat assembly were cleaned, the exhalation valve and breathing system were replaced to resolve the issue. Customer contact reports no patient information is available.

Event description:
The hospital reported an error that resulted in the loss of mechanical ventilation during a case. There was no report of patient injury.